Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that during left ventricular assist device (lvad) implantation, the patient became severely vasoplegic, developed severe right ventricular (rv) dysfunction and required a centrimag rvad with oxygenator to be placed. Postoperatively, the patient became anuric, but they were unable to pull fluid via continuous renal replacement therapy (crrt) due to severe hypotension. The patient developed severe metabolic acidosis, requiring multiple drips and then began to suffer from liver failure. Decision was made to withdraw care. The patient subsequently expired on (B)(6) 2017 due to cardiogenic shock. No autopsy was performed and the pump remains implanted post-mortem. The site disposed of peripherals per protocol. The physician believed that the event was unrelated to the lvad system. No further information has been provided.